Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing unbearable halos, shadowing, and inability to function with the intraocular lens (iol) . Patient additionally had posterior capsular opacification (pco) and decided to have iol explanted instead of having a yttrium aluminum garnet (yag) procedure. Visual acuity (va) pre-operative (op) was 20/50 -2, va post-op was 20/50 doubling corrected vision was 20/20. There was no additional surgical intervention required and no patient injury. Another johnson & johnson zcb00 lens (different model and 18.0 diopter) was implanted as a replacement. The patient is doing pretty well post-operatively. The iol will not be returning for investigation as it was discarded. No additional information was provided.